Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report. The reason for sterilization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that pt was notified about the recall from his surgeon. Pt states that he was told to register with stryker. Pt reports having pain. Pt states that he had blood test done three months ago and recently had x-rays.